Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
This report is being retracted as it is a duplicate of the report submitted on MDR 3030677-2025-001623. Please disregard this report.